Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 23mm 11500a aortic valve implanted one (1) year, 11 months, underwent valve-in-valve procedure due to aortic stenosis. Tavr was successfully performed with a 23mm 9750tfx transcatheter valve. Patient tolerated the procedure well.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Event description:
It was reported and learned through medical that a patient with a 23mm 11500a aortic valve implanted one (1) year, 11 months and 3 days, underwent valve-in-valve procedure due to severe aortic stenosis. The patient presented with acute on chronic heart failure and non stemi. Tavr was successfully performed with a 23mm 9750tfx transcatheter valve. Patient tolerated the procedure well. Per medical records the patient was admitted in acute on chronic chf and diagnosed with nstemi and was found to have severe native lad disease after CABG anastomosis and severe aortic stenosis.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The most likely cause is patient factors, including coronary artery disease, end stage renal disease. History of coronary artery bypass graft and hyperlipidemia.

Manufacturer narrative:
B7: history of sle, paf, cad, esrd on hd, tvr (2016), bioprosthetic avr, mvr, CABG (2/2022), itp s/p splenectomy, vitamin d deficiency, systemic lupus erythematosus, pulmonary embolism and infarction (08/2008), lupus nephritis, endocarditis. Hyperlipidemia, thickened endometrium, cirrhosis of liver with ascites.

Event description:
It was reported a patient with a 23mm 11500a aortic valve implanted one (1) year, 11 months, underwent valve-in-valve procedure due to severe aortic stenosis. Tavr was successfully performed with a 23mm 9750tfx transcatheter valve. Patient tolerated the procedure well. Per medical records, patient presented with acute on chronic congestive heart failure and nstemi and was found to have severe aortic stenosis. Patient was placed on iabp. Tavr was performed with 23mm 9750tfx transcatheter valve and patient tolerated the procedure well without complications.